Event description:
Invanz 1000 mg vials with b. Braun 50 ml pab containers connected with add ease binary connectors (20mm). This product was shipped to pt by nurse delivery and van delivery. Product was not refrigerated. Pt returned 12 doses during course which arrived to their home activated. Product was replaced.